Manufacturer narrative:
It is unknown what specific factors related to patient anatomy contributed to the surgeon's decision to convert the da vinci-assisted surgical procedure to open surgery. A system log review for this procedure was performed and there were no errors related to the reported event found.

Event description:
It was reported that during a da vinci assisted colostomy closure procedure, the surgeon elected to convert the procedure open surgery due to patient anatomy. The conversion to open surgery was unanticipated. Specific details regarding the patient anatomy that resulted with the conversion to open surgery were not provided. As a result of the conversion to open surgery, the patient's hospitalization was prolonged for an unspecified duration.